Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported by the patient that they are concerned with the side effects of increase in seizures (with multiple hospitalization due to the seizures). The patient is also experiencing auras associated with the urge to go to the bathroom. This will be considered a change in seizure pattern. No other relevant information has been received to date.

Event description:
Patient reports irregular heart beat, the device was turned down as a result. The patient states that sometimes his heart beats really fast, and other times it beats really slow. Patient was considering removal. The patient does report a history of increased hear rate prior to seizure. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.